Manufacturer narrative:
Due to character limitation e1 (event site address): (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during training the cardiosave intra-aortic balloon pump (iabp) was leaking helium. They found the issue to be a bad o-ring on the connection to cart. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, e1(event site email), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - d10. It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) had an helium leak from cart connection. There was no patient involvement reported. A getinge field service engineer (fse) was not dispatched to evaluate the unit. The customer was able isolate the issue to a bad o-ring. An order was placed and sent to the customer.